Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had to visit emergency room with flu due to high blood glucose on (B)(6) 2018 with blood glucose of 345 and 500 mg/dl. Patient's other blood glucose value: 312 mg/dl. The customer experienced symptoms such as nausea and vomiting. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. The device is expected to be returned for analysis.

Manufacturer narrative:
Device passed the delivery accuracy test. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Device passed functional test including displacement test, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm, and excessive no delivery alarm test. Device functioned properly. Device received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.